Event description:
Clinical staph isolate as erythromycin susceptible, d test indiucated resistance. This issue has been associated with a dade behring conducted recall for mocroscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in 2005.